Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient, who felt horrible, presented in clinic. Upon review, the implantable cardioverter defibrillator was in backup vvi mode. A device restoration was performed successfully. The patient would be followed normally.